Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The instrument was returned completely disassembled. The outer shaft has been retracted by about 11 mm. Other than reported the stent has been partially released. The stent is located about 38 mm distal to the proximal stent stopper and few stent struts are fractured in the distal stent portion, both indicating that the stent has been pulled in distal direction. The proximal stent stopper and the proximal end of the inner shaft show signs of compression. Reassembling of the handle showed that no parts are damaged or missing. In general, the findings indicate that the stent was blocked and pulled back against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause was identified. The final root cause for the reported event could not be determined.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment. After predilatation and the successful stenting of another pulsar-18, it was not possible to release the complaint device after removing the safety tab. Another stent was used to finish the procedure.